Event description:
The customer reported that they were getting an 1283 power supply error code intermittently on the x-ray arm display.

Manufacturer narrative:
(B) (4). The ge service rep was able to verify the problem after approx 2 hours of exposures with the film development. He replaced the cable and noted possible damage to the ion chamber. He replaced the ion chamber and ion cable then noted body fluid damage to the grid. He will order the same and schedule for install at a later date.